Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Age at time of event from (B)(6) 1979 to (B)(6) 1966. Sex from female to male.

Event description:
During a distal radius fracture procedure the surgeon was using a depth gauge and the tip broke off, but not into the patient. When selecting another depth gauge it was noted the tip was completely broken off and missing. The surgeon used a third depth gauge to complete the procedure. This report is #1 of 2 for the same event.

Manufacturer narrative:
Device was used in treatment. The item was received as part of service and repair work order with a broken tip. The item's tip was broken and could not be repaired. Without knowing the conditions it was used in it cannot be determined how the tip was broken. There are no known ncr associated with this item/lot number combination. The device history record was reviewed and the relevance of any issues to the complaint condition cannot be determined.